Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 117.5cm distal of the strain relief. There was contrast in the inflation lumen on the proximal side of the separation. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during introduction, it was noted that the balloon was fractured. The device was completely removed from the patient' body by simply removing it without any difficulties. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during introduction, it was noted that the balloon was fractured. The device was completely removed from the patient' body by simply removing it without any difficulties. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.